Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clip applier was placed on the cystic artery, a clip was fired and the clip didn't close, it just slid down the artery. Another device was used to complete the case. There was no consequence to the pt.